Manufacturer narrative:
No injury reported. Device is new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. (B)(4) - follow-up action: condition of return: concentrator was new out of the box. Reason for return: "the unit allegedly has a strong burning smell. No injury is alleged." Result analysis: visual: the concentrator received was new and has 10 hours showing on the hour meter. Functional: the concentrator was powered on and the flow meter set at 10 lpm. The unit produced o2 = 92.9%. The unit had a slight odor from the compressor. It was not a burning smell. Conclusion: although the unit has a slight odor coming from the compressor, the odor dissipates after the compressor is run for several hours. This is a normal function and is not considered a defect.

Manufacturer narrative:
No injury reported. Device is new. Nature of complaint suggests a new product, and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as the compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed.

Event description:
The unit allegedly has a strong burning smell. No injury is alleged.

Event description:
The unit allegedly has a strong burning smell. No injury is alleged.